Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted no anomalies were found.

Event description:
It was reported that the left ventricular lead dislodged and had no capture. The lead was explanted and replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.